Manufacturer narrative:
Additional information was provided from the account which identified the following devices: mj-piv18, mj-221, mj-223. Review of the product dhrs did not turn up any nonconforming issues during manufacturing. Affected devices were not returned for evaluation. No additional investigation could be conducted. The root cause was undetermined.

Event description:
When using the kurin blood culture device, after drawing the aerobic bottle, the blood continued to flow freely. No exposure occurred.